Event description:
Undergoing declot/thrombectomise of arterial venous fistula. Cleaner device was used to masticate clot at venous level. Procedure successful. Immediately following symptom. Suspicion of stroke noted. Pt diagnosis confirmed. Intervention performed. Cerebral edema. Severe compression. Expired 4 days later. This device was used six times - on six different pts. Two of the six pts immediately following the declot of a fistula had a stroke. High suspicion that even though working at venous label, the vibration of the cleaver may have caused an atrial clot to dislodge. Norton has since ceased using this product even though it is only a suspicion the device is related.